Event description:
It was reported that a patient presented in the emergency room due to patient notifiers for non-sustained lead noise episodes, post-paced t-wave oversensing was observed. The patient did not receive inappropriate the rapy. Reprograming was performed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.